Event description:
Customer reported she was experiencing high blood glucose of 500 mg/dl. Customer stated she has been running high for the past couple of days and has treated with manual injections. Customer blood glucose was 287 mg/dl and has been going up. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.